Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.there are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."

Event description:
It was reported that patient underwent a basal joint arthroplasty on (B)(6), 2014. During the procedure, the anchor would not seat in the bone. Bone tunnels and sutures were used to complete the procedure. There was no delay in the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined.